Event description:
It was reported the ventricular connector was broken. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the ventricular output connector was broken. It was also noted that the upper and lower cases were broken, the side bail covers were broken and contaminated, the battery contacts were compressed, the battery drawer was broken and the keyboard was scratched.